Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 1 of 3 customer reporting false negative/discrepant result for one cord sample using mts abd/rev card lot # 010218037-10. ((B)(4)) according to customer, cord sample from newborn was tested in gel using mts abd/rev grouping cards lot # 010218037-10 on 6/25/18. Results indicated that the cord sample was blood type group o, rh positive with negative control well. ((B)(4)) baby's blood type of o positive was confirmed with a heel stick sample using the same lot # of gel cards. Baby was transfused with both ab plasma and cryo at the facility on (B)(6) 2018. Because of baby's medical condition, the baby was transfer to another hospital. Testing of baby's blood type at (B)(6) hospital with new sample (line drawn) showed that baby's blood type was group a, rh positive ( 1+ reaction in the anti-a microwell) with repeated testing in a different lot# of cards, again (B)(6) hospital, customer saw 1+ in anti-a microwell, confirming baby's blood type as group a, rh positive. (B)(6) hospital confirmed the blood type using tube method and ortho anti-a bioclone and customer saw a 1+ reaction. Results were negative with anti-b antisera and 4+ with anti-d. ( control well negative). ((B)(4)): because of the difference in forward grouping, the initial facility repeated testing using vision analyzer and the same lot # of gel cards (mts abd/rev card lot # 010218037-10), and again saw a report of blood group o, rh positive. However, this time with tube testing using ortho bioclone anti-a, the customer saw a weak 1+ reaction for anti-a. Because of the weak reaction noted in the anti-a antisera, customer at (B)(6) hospital decided to send the specimen to a reference lab to resolve the abo discrepancy. Issue started on: (B)(6) 2018. Reported 6-26-2018. Daily qc performed and found to be acceptable with gel cards. Sample type: edta plasma and cord and heel stick samples. Cards /cassettes/rbc storage condition temperature: per IFU. Visual appearance before use: all reagents have a normal appearance prior to use. Tsc review limitations of IFU and cord testing: step 14 states: cord blood specimens may also give weaker than normal reactions in the cell grouping test. Imperfect development of the abh antigens at birth may lead to false negative results, particularly with anti-a reagents. Customer satisfied with discussion and agreed to followed up with (B)(6) hospital for confirmation of blood type tsc contacted site on 03jul and 10jul2018 for update of ref lab report. Customer indicated the report from reference lab using molecular method, determine that the baby blood type was a subgroup of a, (predictive a2).